Manufacturer narrative:
Other, other text: a1, b3 and b5; updated.

Event description:
Additional information received via email. Event date was updated from unknown to (B)(6) 2023. Event occurred during testing. There was no patient and no clinical injury.

Manufacturer narrative:
Other, other text: additional information is provided in h.2., h.3., and h.6. Functional testing did not confirm the customer's complaint. The root cause for this event is unknown. The product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. The service history review identified there was no indication or evidence provided in the complaint or service history of a service issue. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4. Full UDI number: (B)(4)

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pressure gauge was not working. No patient involvement was reported.